Event description:
This report is generated from a facility medwatch report. The pt was on the ventilator when the pt's respiratory rate increased to 50's from their normal 30 to 40 bpm. The pt stopped breathing after 3 to 4 minutes at this rate and the pt was bagged. No patient injury. The respiratory therapist found the high rate toggle switch had been switched to low rate (infant/adult selector?). The hospital reported this could have been prevented had the plexiglass cover been in place. This cover is an optional item, user afixed to the device.